Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of ¿448 and 179 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient did not specify how she manages her diabetes; however, based on the alleged result of ¿448 mg/dl,¿ the patient administered self an increased dose of insulin (4 units). After, the patient claimed she felt her ¿blood glucose was lowering,¿ however, specific symptoms were not provided. The cca was informed the patient had a ¿handful of candy to bring up her results, if they go too low¿ for treatment. The patient tested her blood glucose with another device but did not provide results. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.